Manufacturer narrative:
(B)(4). An unused unit was received for evaluation purpose related to separated condition. The unit was submitted for a visual inspection; the reported condition was confirmed since there was a cut tubing. The cause of this condition was not identified. Baxter found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was performed finding that no exception/non-conformance reports were documented for this lot in relation to the reported condition.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been fully evaluated. Once the sample is fully evaluated a follow-up report will be submitted.

Event description:
A customer reported to baxter product surveillance of a flolink extension set in which there was a complete separation between the tubing of the set. This condition was noticed prior to usage. There was no patient injury or medical intervention necessary. No additional information is available.